Manufacturer narrative:
The hf resection electrode was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that towards the end of an unspecified transcervical resection of the fibroid (tcrf) procedure, it was noticed that the loop wire at the distal end of the hf resection electrode had broken off inside the patient. Subsequently, an x-ray was taken where no foreign objects were noted inside the patient. No further information was provided but there was no report about an adverse event or patient injury. In addition, the patient has made a full recovery and is doing fine.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the hf resection electrode is damaged and broken. The loop wire at the distal end has melted and the electrode shaft is severely bent. Causal for this damage and the melting of the loop wire is mechanical overload by the application of excessive force in combination with incorrect handling (usage of a bipolar hf resection electrode with a monopolar hysteroscope). Therefore this event/incident was attributed to abnormal use/off-label use (bent shaft) in combination with use error (melted loop wire). The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.